Manufacturer narrative:
H.6. Investigation summary: customer returned (86) used 31g x 8mm bd pen needles without tear drop labels attached. Consumer reported found 2 pen needles that would not press out insulin today. All 86 returned pen needles were examined, and the following was observed: 76 with bent non-patient end (npe) cannulas. 4 with broken npe cannulas. 6 with straight npe cannulas; these 6 samples were tested for flow using a test pen injector, and all 6 were able to expel properly. No evidence of manufacturing defect was observed on any of the 86 returned pen needles. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 86 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320109, batch no: 9121988, unknown. It was reported that the customer found 2 pen needles that would not press out insulin today. Finding with several other boxes within past many months. Unknown lot #. Verbatim: issue(s): found 2 pen needles that would not press out insulin today. Finding with several other boxes within past many months. Unknown lot # . Lot #: 9121988 & other boxes unknown lot # . Item #: 320109 all boxes. Date of event: 10/29/2019 and unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9121988. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-01. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320109 batch no: 9121988, unknown. It was reported that the customer found 2 pen needles that would not press out insulin today. Finding with several other boxes within past many months. Unknown lot #. Verbatim: issue(s): found 2 pen needles that would not press out insulin today. Finding with several other boxes within past many months. Unknown lot #. Lot #: 9121988 & other boxes unknown lot #. Item #: 320109 all boxes. Date of event: (B)(6) 2019 and unknown.